Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 pro instrument, and identified the failure mode as a defective sodium electrode and carbon bridge. The fse replaced the sodium electrode and carbon bridge to resolve the issue. Date of birth: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of multiple erroneous ise (ion selective electrolyte) patient results on their unicel® dxc 600 pro instrument. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for eleven (11) patients.